Event description:
It was reported that cardiac perforation resulting in a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and the pigtail catheter into the patient and then advanced both into the laa. The pigtail catheter may have caught on the coumadin ridge which resulted in the was perforating the distal section of the appendage. The physician performed a pericardiocentesis to treat the effusion and the patient was admitted overnight for observation. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.